Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified upper left arm. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation and was inflated twice at 15 atmospheres for 60 seconds. However, during the third inflation at 15 atmospheres for 60 seconds, the balloon was ruptured. The device was removed from the patient and the procedure was completed with different device. There were no patients complications nor injuries reported and the patient condition was good.